Event description:
Boston scientific received information that high out of range pacing impedance measurements were detected on the right ventricular (rv) lead. A fractured lead was also reported as well as loss of capture (loc).the lead was surgically abandoned. No adverse patient effects were reported.

Event description:
Additional information received that the patient had a competitor's device and the fracture was not confirmed on x-ray performed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested but were unsuccessful. This investigation will be updated should further information be provided.